Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier (bio ID) failed after last software upgrade and required maintenance. The issue disrupted the workflow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio ID failed. A field service engineer (fse) remotely fixed the issue by transferring lumidign patch to device. Further the customer was able to use bio ID to login successfully. The system functioned as intended after the field service engineer repaired the device.